Manufacturer narrative:
10sep2025 tse mh, initial clarification: biomed has already informed cse.

Event description:
System is booting to a windows blue screen consistently. Problem started yesterday, as the system is used for portable exams and a patient study was lost and could not be found. It goes through the initial sequence of the splash screen and progress bar but displays multiple dos windows and turns into a windows blue screen. It wasn't noted what text was displayed.